Event description:
Screwdriver tip was broken off inside the screw during insertion. Piece could not be removed from the screw and was left embedded in the screw. Hosp reported no pt injury or procedural complications. Screw achieved an acceptable level of fixation.